Event description:
It was reported that the balloon catheter became stuck on the guidewire. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation. However, it was noted that the balloon adhered to the wire. No patient complications were reported as a result of this event.